Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Onsite investigation involved evaluation of the un-interruptible power supply(ups), system fans and mechanical components. No definitive fix was implemented. The system was tested and found to be working as intended and put back into service.